Manufacturer narrative:
The device was not returned for evaluation. Failure analysis cannot be completed due to the lack of information received to perform a complete investigation. Product has not been returned for evaluation. Lot number / serial number not received to perform DHR. The reported complaint was not confirmed. Root cause cannot be determined due to lack of information received to perform a complete investigation.

Event description:
It was reported initially that the 600290b mono cable had failed. Additional information received on 27nov2019 and 09dec2019 indicated that the incident occurred on (B)(6) 2019. It was reported that the nurses stated that the product failure was the plug in the generator, the cord separated and then arced. A 10-minute surgery delay was noted. The patient was prepped for surgery, and the device was in contact with the patient, however, there was no injury reported.